Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the presented in clinic for a follow up. Upon interrogation, it was revealed that the right ventricular lead had dislodged and exhibited no capture or sensing abilities. The physician elected to reposition the lead but failed to retract the helix during the procedure. The lead was removed and replaced. The patient was stable before, during and after the procedure.